Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient stopped maintaining their ipg as recommended. In turn, their ipg became inoperable over time. As a result, the patient's ipg was explanted and replaced with a different model. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Incorrect date of explant was initially reported